Event description:
A surgeon reported that he had problems with infusion pink sleeve, becoming distended (not torn) and irrigation holes deformed, leading to lack of fluid infusion. No pt consequences were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable info becomes available. (B)(4).